Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info that insulin leaked out of the end of the luer lock. Customer's blood glucose level was not impacted.